Event description:
It was reported that this left ventricular (lv) lead exhibited shock impedance high out of range, the lead was surgically abandoned. No adverse patient effects were reported. Additional information was received, the configuration was changed to rv coil to can where impedance was measured at 122 ohms. The lead remains in service and impedance will be monitored.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains in service. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Corrected field for supplemental report: bsc aware date: 04/15/2026.

Event description:
It was reported that this left ventricular (lv) lead exhibited shock impedance high out of range, the lead was surgically abandoned. No adverse patient effects were reported. Additional information was received, the configuration was changed to rv coil to can where impedance was measured at 122 ohms. The lead remains in service and impedance will be monitored.

Event description:
It was reported that this left ventricular (lv) lead exhibited shock impedance high out of range, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains in service. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead exhibited shock impedance high out of range, the lead was surgically abandoned. No adverse patient effects were reported. Additional information was received, the configuration was changed to rv coil to can where impedance was measured at 122 ohms. The lead remains in service and impedance will be monitored.